Event description:
It was reported that, "broach broke, and was removed from canal."

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.